Event description:
It was reported that during use of the catheter pscc100 pulseselect, a catheter array inversion occurred and the array stretching tool felt blocked, advancing only halfway and requiring pressure to advance further. The catheter was functioning normally until this issue was encountered at the end of the procedure. The case outcome is unknown. No patient complications have been reported as a result of this event. 2025-08-26: it was later reported that the case was completed.

Manufacturer narrative:
Product event summary: the 990045 guidewire pv tracker with lot unknown was returned and analyzed. The pv tracker guidewire was found lodged inside the guidewire lumen of a pulse select catheter and exited the tip. Upon removal, a residue was found approximately 21 inches from the tip of the guidewire. In conclusion, the guidewire failed the returned product inspection due to a residue observed on the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.